Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report the micropore surgical tape when patient uses the patient's skin breaks out and is unable to use the micropore surgical tape but is able to use the micropore paper tape. The patient involvement is unknown however there was no harm or adverse event reported. Refer to additional documents in i2k. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.